Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0fssx, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was indicated that patient leaking started a day prior to this call and the morning of the call and increase in retention started 3 days prior to this report. It was indicated that the patient started leaking and the leaking came on sudden a day prior to the call. It was indicated that the leaking started when she was sitting still and when she was coughing and sneezing. It was indicated that the leaking was a new issue. It was indicated that the patient turned the stimulation up to 4.0 amps and she said 4.0 amps was not enough and would like to change the program. It was indicated that the patient used programmer to sync and confirmed that she was on program 4; the stimulator was off, at 2.3 amps. The caller would like to turn the amplitude up. The patient stated her retention was lasting 5-6 hours and had increased gradually starting 3 days ago. It was indicated that before 3 days ago she was going every 3-4 hours which is more normal for her. It was indicated that before 3 days ago she was going every 3-4 hours which is more normal for her. The patient increased the stimulation while on the call to program 2 at 2.0 amps and the pt confirmed it was comfortable. She will try this setting. The patient was using the patient programmer on the call and encountered poor communication. The patient repositioned the antenna and this resolved the issue. A follow-up report will be sent if additional information becomes available.